Manufacturer narrative:
Information contained in this report was previously submitted through psr on 23/jul/2015 and 15/oct/2018. In response to FDA report number mw5087956. A review of the device history record has been completed. No deviations or non-conformances noted. The events of lupus, lump/nodule, and capsular contracture are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Reason for reoperation due to capsular contracture, baker grade IV further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. There are known potential adverse events addressed in the product labeling.

Event description:
Patient reported left side as "lupus, painfully hard and looks abnormal due to capsular contracture," baker grade IV. Patient additionally reported left side severe "breast pain, silicone migrated to her 'nose, teeth, skin, lung, and brain," and "lupus." Surgical reoperation has occurred. Device has been explanted.